Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low and was hospitalized on (B)(6) 2017. The customer reported that her husband has been having to give her orange juice in the middle of the night. The customer was offered troubleshooting but declined. Customer stated that ambulance was called. The customer reported that blood glucose was lower than 44 mg/dl at the time of incident. The customer wearing the pump at time of hospitalization and was not involved in vehicle accident while wearing the pump. The insulin pump will not be returned for analysis.